Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The physician no longer alleges the performance of the right ventricular (rv) lead caused or contributed to the oversensing of noise. The rv lead remains implanted and in use. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, right ventricular (rv) noise resulting in oversensing was noted. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.